Event description:
Customer reported an issue with the passport 2 monitor display which may have resulted in a loss of gas monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the units motherboard and batteries. Performed the required preventative maintenance and calibrated the unit.